Event description:
It was reported that during testing conducted by a MFR field svc tech, the drill operated when the trigger was not activated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and on other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was rec'd by the MFR, however, the complaint could not be replicated. Internal components were evaluated, which revealed that the rotor and bearings was corroded, and the motor assembly was damaged. The rotor assembly, bearings, and motor assembly were replaced and add'l preventative maintenance was also performed. The device was returned to the user facility.